Manufacturer narrative:
(B)(4) - no code available(partially deployed). The complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4). Device disposed.

Event description:
It was reported to boston scientific corporation that a wallstent enternal prosthesis was used during a placement of colonic stent procedure performed on (B)(6), 2010. The patient has a history of cancer and stenosis due to carcinoma. According to the complainant, the physician attempted to place a wallstent the catheter kinked due pressure and the stent stent "did not come out of the catheter". The physician attempted the procedure again and only half of the stent deployed and was not able to release. The physician removed the catheter out of the patient and the stent fully deployed outside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.